Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse event following icl implantation h6: health effect clinical code 4581: over/under correction; headaches h6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced headaches with an over/under correction. The lens was exchanged with a same length lens of a different power, diopter and the problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Additional information: b5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced headaches accompanied by a refractive surprise. The lens was exchanged with a same length lens of a different power, diopter and the problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6: health effect - clinical code (e): 2137. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim: (B)(4).